Event description:
A customer contacted baxter to report the wings on an accusol connector were bowed, causing a mis-spike of the bag. The dialysis solution could not be pulled from the bag and therefore, causing an alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation so the reported problem could not be confirmed. A batch review was conducted and no issues were found. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter?s commitment to perform a two year retrospective review of renal complaints in response to (B)(4).